Event description:
It was reported to medtronic neurosurgery that the becker ii edms was leaking at the y site connector. According to the report, there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.